Event description:
It was reported that the insulin pump alarmed no delivery during the bolus or basal procedure. The blood glucose reading was 262 mg/dl. Upon troubleshooting, it was determined that the insulin pump was working as designed. Insulin did exit the tubing during a manual prime. The customer was advised that the alarm had been caused by an infusion set or reservoir occlusion. He was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.